Event description:
It was reported by customer that the arterial line extension tubing spontaneously broke at the patient end connector to the insertion catheter. Required manual compression to manage bleeding form the broken line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of statlock extension set connector disconnection was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope.

Event description:
It was reported by customer that the arterial line extension tubing spontaneously broke at the patient end connector to the insertion catheter. Required manual compression to manage bleeding form the broken line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.